Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station suddenly shut down, failed to turn on and was on black screen. A field service engineer (fse) addressed an issue where the station was not powering on. The power supply was tested and found to be working within manufacturer specifications. Further isolation revealed that drawer 7 on the auxiliary was causing the power supply and station failure. Following guidance from a knowledge article, the drawer controller was identified as faulty. The fse removed the drawer from the chassis, replaced the drawer controller, and reinstalled the drawer successfully. The station booted up and, after being offline for a few hours, synchronized with the server without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station suddenly shut down and would not turn back on, displaying a black screen. However, there were no delays or adverse events or injuries reported based on this event.